Event description:
Procedure: lavh. According to the reporter: the scrub thought something broke off the end of the endo stitch. The or director pulled it out of sharps container. Another instrument was used to complete the procedure.

Manufacturer narrative:
Initial report sent to FDA on 09/24/2007.